Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of noise that resulted in oversensing on the right ventricular (rv) channel. The rv lead was capped and replaced during an unrelated device replacement procedure for normal elective replacement procedure. The event was resolved and the patient was stable with no adverse consequences reported.